Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: e-0 and discolored chemistry observed, reported defect not reproduced on returned meter. Root-cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). The customer feels well and did not report any symptoms. Customer is using the wrong testing technique (using alcohol on the finger), customer was educated to wash hands with warm water and soap only. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced e-0 using the meter. Customer had just obtained the meter and test strips on day of call.